Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient experienced hyperglycemia (no symptoms reported) and was hospitalized. The child reported that the cgm readings were always showing low bias cgm values and that they changed very fast from lower to upper values, but there was always a big difference between cgm and bg readings. The patient took the measurements at home and the cgm was reading 209 mg/dl and the blood glucose reading was 379 mg/dl. The patient was taken to the hospital and there they took a bg reading which was 520 mg/dl and the cgm reading was 350 mg/dl. At the hospital the patient was treated with insulin. At the time of the report the patient was still hospitalized but recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.